Event description:
During an implant procedure, low pacing impedance was observed. It is unknown if this was due to the device or the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored.